Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead had a fracture. Due to patients age, physician chose to abandon this system and implant a new one on the right side. Lead remains implanted but is oos. No adverse patient events were reported. Should additional information become available, this file will be updated.